Event description:
Information was received from a patient. It was reported that they were charging too frequently. The patient stated that their implantable neurostimulator (ins) battery used to last nine days but now is down to three days. It was noted that the patient hadn't recently been reprogrammed or switched to a new group, but has had the need to increase parameters. No falls or traumas were reported that could be related to the issue, and the patient hadn't had any previous overdischarge events. The patient was redirected to their healthcare provider (hcp) to check the ins; verifying if the recharge frequency was expected based on settings and to review if programming could help with the recharge interval. It was noted that the issue started 6-7 months prior to the date of this report. No patient symptoms were reported. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.